Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level of 50 mg/dl, due to needing settings adjustments. Customer attempted to treat bg with consuming carbohydrates, however, was treated with intravenous fluids of saline during ER visit. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.